Event description:
It was reported that the power cord had exposed wiring due to damaged sheathing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.